Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that she has non-diabetic hypoglycemia and received inaccurate urgent low alerts for almost 24 hours while she was on an island and could not get home. She was at the beach and her cgm alerted for a low glucose level (low alert was set at 70 mg/dl) and kept alerting for low. She was with nurses who encouraged her to eat every few hours; the cgm continued to read in the 70s mg/dl. When she got back to her room, she checked her fingerstick bg which was 117 mg/dl while the cgm reading was 60 mg/dl. She drank some orange juice and 3 glasses of sugar water. At that time, she did feel low but not as low as the cgm was reading. The cgm continued reading low alert for the next hour. At that point the patient called emergency medical technicians (emts) who arrived 20 minutes later. The emts checked the patient¿s bg which was 170 mg/dl while the cgm was 60 mg/dl. She was also feeling better by then, so they did not give her any treatment. The emts loaned her their bg meter to use overnight. She calibrated the cgm using the 170 mg/dl value and the cgm started to rise and stopped alerting for low. The cgm continued to work fine after that. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.